Event description:
Per complaint (B)(4), during the clinical procedure, the abutment screw could not be loosened from the implant. The doctor noted that it appeared to be stripped. There was no adverse patient impact as a result of this event.